Event description:
It was reported that during a percutaneous nephrolithonomy (pcnl) procedure with this nephromax nephrostomy balloon catheter, the device was weak at maximum inflation, and it also ruptured. No further information was reported and there were no patient complications reported.

Manufacturer narrative:
Block h2: additional information: b3: event date, b5: type of procedure. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Manufacturer narrative:
Block b3: date of event was approximated to 04/01/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported that during a percutaneous nephrolithotomy procedure with this nephromax nephrostomy balloon catheter, the device was weak at maximum inflation and it also ruptured. No further information was reported and there were no patient complications reported.